Event description:
Home pt (hp) reports pinhole leaks in pt line tubing of homechoice set. Hp noted leak in initial drain of apd treatment and discontinued treatment. Per hp, no injury or medical intervention required.